Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device stopped working after a few years. Upon removal, a fluid leak caused by a hole was identified in the cylinder. All components were removed and replaced wit a new ipp system.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to the device stopped working after a few years. Upon removal, a fluid leak was identified in the cylinder. All components were removed and replaced wit a new ipp system.